Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room after receiving multiple shocks from a ventricular tachycardia storm. There were concerns that noise was present from the lead. The episode was discussed and the shocks were deemed appropriate and that no noise was observed. Further investigation of the session records revealed that noise was potentially present and that there were concerns that there may have been inappropriate shocks. Programming changes were made. Noise issue was resolved and patient follow up was discussed and the patient was stable.